Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a separation of tubing at the pump segment when removing it from the pump following blood transfusion and flush. There was leaking of blood but no harm to the patient or the provider.

Manufacturer narrative:
The customer complaint of tubing separated and leak was confirmed. Picture received by the customer shows that the silicone segment was completely separated from the upper fitment.